Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a ventral hernia repair procedure, while repairing the bowel, the suture unraveled before the case finished. A new suture was used to resolve the issue.